Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during percutaneous coronary intervention, the device was unable to cross the lesion. The 83% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). The lesion was predilated with a non-bsc 3.0x12mm balloon. The 4.0x38mm promus element stent was advanced but was unable to cross the lesion. The procedure was completed with another 4.0x38mm promus element stent. There were no patient complications reported and the patient status is stable. However; returned device analysis revealed stent damage and stent movement.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - a visual and microscopic examination identified proximal stent damage. The proximal stent struts were squashed and twisted and the stent had moved distally approximately 10mm on the balloon. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. No kinks or damage were noticed along the shaft of the device. Solidified blood was observed within the guidewire lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).